Manufacturer narrative:
Lot 14992955: UDI (B)(4), lot 15868070: UDI (B)(4), lot 15159669: UDI (B)(4), lot 14759730: UDI (B)(4). Patient medications: clonidine, vistaril, lisinopril, and protonix. (B)(6). Additional devices implanted and/or related to this event: pla280300/15868070, pla280300/15159669 and pla320400/14759730. Review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, endoprosthesis: improper component placement, and renal (e.g., artery occlusion).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had stenosis in the aortic neck, measuring 27 mm approximately 1 cm from the lowest renal artery and 15 mm at 4 cm distal. The physician implanted a rlt281216/ 14992955 device and the device did not have good arterial wall apposition. The physician then implanted a pla280300/ 15868070 device and ballooned the area as well as ballooning the contralateral gate per instructions for use. It appeared there was a proximal rupture at the level of the right renal artery. The physician implanted a stent to snorkel the right renal artery. There was a proximal type I endoleak at the end of the procedure, the physician implanted a pla280300/ 15159669 device proximal to the previously implanted pla280300, the device pulled down into the existing implanted pla280300/15868070. The physician then attempted to implant another pla320400/14759730 device. The pla320400/14759730 device covered both the left and the right renal arteries. There was still a proximal type I endoleak present. The physician implanted a palmaz® stent inside the existing gore devices. Approximately an hour and half after completion of procedure, the patient had low blood pressures and there were no distal pulses and no profusion to either renal arteries or the superior mesenteric artery. Patient's bowels have recovered, patient is vented and in renal failure. The patient tolerated the procedure.